Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, it was reported that the patient¿s continuous glucose monitor (cgm) alarmed, showing a reading of 323 mg/dl. Believing this value, he self-administered additional insulin via pen on top of the insulin already being delivered by his pump. He did not perform a fingerstick to verify the reading and was unaware that the cgm was providing inaccurate values. Despite taking extra insulin, he did not feel well and went to a friend¿s house, where he stayed for approximately 1.5 hours. After returning home, he drank water and began urinating excessively. He was unable to stand upright and called his brother, who lives in colorado. During the call, his brother had difficulty understanding him and subsequently called 911 on his behalf. When emergency medical services (ems) arrived, they were unable to obtain a blood glucose reading, so the patient was immediately transported to the hospital. Upon arrival in the emergency room, blood tests revealed a glucose level of approximately 1000 mg/dl, confirming severe hyperglycemia. He was treated with IV insulin and admitted for further management. During hospitalization, he was treated with insulin drip on the second day, and by the third day, his insulin therapy was transitioned back to pen administration. He was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized for three days. Upon discharge, his blood glucose was around 90 mg/dl, though he still felt weak, and it took approximately two additional days for him to recover fully. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.